Event description:
It was noted that the scrub nurse found the removal of the intra-aortic balloon (iab) extremely difficult from the tray by using a pulling action. It was reported that the issue occurred prior to use on patient; however, it was also reported that the device was still inserted into the patient. The scrub nurse did have the iab straight when removing as educated. The scrub nurse felt as though she may tear the iab; therefore, they broke the sticker on top and removed from the tray that way. There was no reported insertion difficulty or any other issues with the iab or tray.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint of iab unable to prep/remove from tray is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers reported on the complaint report with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was noted that the scrub nurse found the removal of the intra-aortic balloon (iab) extremely difficult from the tray by using a pulling action. It was reported that the issue occurred prior to use on patient; however, it was also reported that the device was still inserted into the patient. The scrub nurse did have the iab straight when removing as educated. The scrub nurse felt as though she may tear the iab; therefore, they broke the sticker on top and removed from the tray that way. There was no reported insertion difficulty or any other issues with the iab or tray.